Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported there was a sudden return of symptoms. The patient had a return of pain and stimulation at the lead site. It was noted that the patient had been reprogrammed on (B)(6) 2016 by a manufacturer's representative (rep) and the rep "took away her ability to adjust rate." The patient tried all 3 groups, but was not able to get pain relief. The event date for the sudden return of pain was noted to have been the day the patient was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.